Manufacturer narrative:
Upon receipt and review of additional information, it was determined that this event had already been reported under report ID 2015691-2025-10601. The investigation findings will be incorporated and submitted through that existing report. Based on the newly obtained information, this event is no longer considered reportable as a separate submission. This correction is being provided to retract the duplicate report.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from canada, edwards received notification of a pascal procedure in tricuspid position. After the procedure an slda occurred and the regurgitation was massive. Due to the worsening regurgitation a reintervention took place with a 56mm evoque valve. During the reintervention, it was observed that the posterior leaflet appeared to be a little bit more flail. Implant of evoque was uneventful, however, approximately five minutes after deployment, it was noticed that the pascal device was no longer in position and it was resting on the right atrial (ra) wall. An initial retrieval attempted using ensnare was performed and the pascal had moved around ra. The team opted to use a raptor device to grab the pascal. It took multiple attempts to grab it sufficiently to pull the device down the vessel and into gore dry seal. The entire sheath was removed without further events. The grade of regurgitation was reduced to mild-moderate.